Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing on an open caesarian section, the three needles popped off the thread. To resolve the issue, a new device was used.